Manufacturer narrative:
Device evaluated by manufacturer: the agent device was returned for analysis. Visual, tactile, microscopic analysis and functional testing was performed on the returned device. A visual and tactile inspection of the hypotube shaft, the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 3mm distal to the proximal markerband. A microscopic inspection of the outer and inner lumen identified bunching 4.8cm from the distal tip. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak. Analysis of the returned product confirmed that the reported balloon rupture.

Event description:
It was reported that the device ruptured. The patient presented with in-stent restenosis. A 2.50 x 15 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention. After prepping the vessel, the agent device advanced to the target lesion. The balloon ruptured after 30 secs of inflation. The device was removed, and the procedure was successfully completed with another balloon. There was no patient complication reported.

Event description:
It was reported that the device ruptured. The patient presented with in-stent restenosis. A 2.50 x 15 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention. After prepping the vessel, the agent device advanced to the target lesion. The balloon ruptured after 30 secs of inflation. The device was removed, and the procedure was successfully completed with another balloon. There was no patient complication reported.